Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. (B)(4). Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and functional test, were conducted during the investigation. The visual inspection of the complaint device concluded lumen communication between the two lumens. Function test notes when attempting to inflate the balloon, a visual exam notes the water flowed out of the sideports additionally, a document based investigation evaluation was performed. A database search revealed no other complaints associated with the complaint device lot number (8785179).the complaint was confirmed based on customer testimony and evaluation of the returned device. The cause of the event is unknown. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required at this time. However, the failure mode will continue to be trended. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. The risk analysis for this failure mode, qera 1704 rev 000, was reviewed and no additional escalation was required the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 22feb2019 further states that a new device was used by the physician and hemostasis was eventually achieved. After achieving hemostasis, the patient was sent back to the ward where they recovered well and were subsequently discharged from the hospital.

Manufacturer narrative:
PMA/510(k) #: k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient was diagnosed with marginal placenta previa. The physician used a bakri to achieve hemostasis. The physician followed the IFU and placed the balloon correctly. Upon balloon instillation, the physician found blood coming out from the uterus rapidly. So the physician immediately retrieved the balloon, and then inflated it with saline. Saline was found leaking out from the drainage hole of the catheter shaft. No unintended part of the device was left inside the patient's body. The patient did not require any additional procedures and did not experience any adverse effects due to this occurrence. Additional information has been requested about the patient and the event but has not yet been provided at the time of this report.